Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 88605101 with an expiration date of 31-oct-2026. A general reagent issue was excluded. The investigation found that the main water pump pressure was too high. The field service representative adjusted the water pump pressure, checked fluid levels in the cuvettes, and adjusted the sample needle cleaning. He performed tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 9.46%. The physician questioned the result. The sample was repeated, and the result was 5.28%. A new sample from the patient was obtained and tested. The result was 5.26%. This result was believed to be correct.